Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did not power on with button depression or with strip insertion. Meter was sent for further investigation. Meter was dis-assembled and visual inspection was performed on the circuit board. Evidence of liquid contamination was observed on circuit board components. The complaint is not confirmed. This also serves as a correction report.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.